Manufacturer narrative:
(B)(4): the actual and representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012 and suture ws used to sew the vagina. Within 72 hours after the procedure, there was a large collection of blood and bodily fluids. The patient required a blood transfusion. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.